Event description:
It was reported that the insulin pump alarmed button error and kept beeping. The blood glucose reading was 147 mg/dl. The customer stated that she was unable to clear the alarm. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.